Manufacturer narrative:
No product is being returned for evaluation therefore, no determination could be made for the reported device failure. (B)(4).

Event description:
During a meniscal repair procedure the suture broke on three fast-fix ab systems. Sales representative stated that the surgeon implanted three fast-fix ab systems and on each one of them the suture broke while cinching. The sutures from all three devices were removed but the implants were left in the patient unsupported. A delay of ten to fifteen minutes resulted. The repair was completed with three additional fast-fix ab systems.